Event description:
Customer reported (B)(4) advia centaur xp (B)(6) results from a dialysis patient that were (B)(6) on two alternative methods. The result of a third alternate method was also (B)(6). The patient's (B)(6) status has been followed since (B)(6) 2012 and all results have been (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp (B)(4) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. Siemens requested that the sample be sent to siemens for pcr testing. Sample receipt is pending. Quality control results are within defined ranges. The instrument is performing within specification. No further evaluation of the device is required. The limitations section of the instructions for use states the following: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection in some clinical conditions. Assay performance characteristics have not been established when the advia centaur (B)(6) assay is used inconjunction with other manufacturers' assays for specific (B)(6) serological markers."